Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, during initial deployment, complete heart block ( chb) was noted at a depth of 0 mm on the non-coronary cusp (ncc). The valve was recaptured. Upon re-deployment, the valve dislodged towards the ascending aorta. The valve was positioned again at 0 mm at the ncc. Continued chb was noted. Due to moderate calcification and no ascending aorta enlargement the decision was made to fully release the valve. During full release at a depth of 3 mm on the ncc, the valve tilted and the chb persisted. Intracardiac echocardiography was performed. A transthoracic ultrasound revealed no paravalvular leak. Blood pressure was noted to be satisfactory. A new pacing lead was inserted via the internal jugular vein and the procedure was completed.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012508016); product type: 0195-heart valves. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was performed using a non-medtronic 20 millimeter (mm) balloon. The deployment starting point was in the middle of the pigtail catheter. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 3 mm, and the implant depth on the left coronary cusp (lcc) was 8 mm. After valve dislodgement, the implant depth on the ncc was still 3 mm, and the implant depth on the lcc was 6 mm.

Event description:
Additional information was received that six days post valve implant, a permanent pacemaker was implanted for the complete heart block (chb).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.